Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead had "breakage." The patient stated having problems and a collapsed lung. Follow up was conducted to no avail. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. (B)(4).

Event description:
On (B)(6) 2016: it was further reported that the right ventricular (rv) lead exhibited noise, several non-sustained ventricular tachycardia episodes and a conductor coil fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.